Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve and delamination of the plug strap. Leak test, visual and microscopic analysis was performed which identified: delamination of the valve and plug strap disk shell (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve and plug strap disk shell (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. The device remains implanted.